Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. The review of the device history record shows that the implant met all dimensional specifications at the time of manufacturing and successfully passed all inspection requirements, with no reported non-conformities. There was no manufacturing issues related to this product that could have contributed to the complaint condition. The root cause cannot be determined at this time. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
The tip of the screwdriver broke off. It was retrieved from the patient and the instrument was discarded at the hospital.